Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004.

Event description:
It was reported by the patient that they had heard alert tones coming from their implantable cardioverter defibrillator (ICD) and their right ventricular (rv) lead was programmed off. The patient also reported being fitted with a life vest and sent home. It was subsequently reported that the right ventricular (rv) lead had noise, a possible fracture and delivered multiple inappropriate shocks. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.